Event description:
Additional information received by the representative reported after talking with technical services on (B)(6) 2015, he spoke with the patient and advised her to turn off the device when going through security points. He also called the physician and explained the situation to them, and had not heard back from either patient or physician on this issue. Patient was receiving good therapeutic effect at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation when going through store security. The event occurred ¿ multiple¿ days in the ¿last week or so.¿ follow-up information is being conducted to determine actions taken and patient outcome.

Manufacturer narrative:
Product ID: 3093-28, lot# v391797, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).